Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 158 mg/dl. The customer stated they did not expose the insulin pump to a high magnetic field. The customer stated the alarm occurred one time in the past 30 days. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.